Manufacturer narrative:
This is a supplemental report to MFR. Report #:2032640-2016-00003. The FDA registration number initially chosen was incorrect.

Event description:
The customer reported the touch screen will not reset or silence alarms. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Technical support advised the customer to perform calibration of the touch screen; the device still did not respond to touch at the top of the screen per the touch screen diagnostics page. Technical support advised the customer to replace the touch screen. The customer reported the touch screen was re-calibrated to address the reported problem. No parts were replaced.